Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo left coronary circumflex artery that is 80% stenosed. A 2.5x33mm xience alpine was attempted to be advanced but became stuck in an unspecified guiding catheter. During removal resistance was noted with the guiding catheter and was removed as a single unit. A 2.5x28mm xience sierra was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported difficult to advance was confirmed. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to advance and difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na